Event description:
Customer reported he received a reading of "900 something", which was higher than he felt, on his precision xtra blood glucose meter, taking 22 units of humalog insulin and subsequently becoming confused and combative. Paramedics were called and they received a reading of 33 mg/dl on an unknown brand of meter. Customer was given an intravenous infusion of d50, given orange juice to drink and transported to a local hospital, where he diagnosed with severe hypoglycemia. At the hospital, customer was given additional intravenous fluids and had his glucose monitored. While on the phone with customer service, customer also mentioned an unspecified display issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device was returned, and an investigation using approved test strips and control solution has determined the complaint is not confirmed. All results were within range specifications, and no errors were observed during control solution testing. Additionally, the unspecified display issue was also not confirmed. It should be noted: this meter does not give a numeric value for readings greater than 500 mg/dl.